Event description:
The consumer reported the patient had experienced a loss or change of therapy. The patient could not feel stimulation and therapy was off. It was reviewed the therapy needed to be on for it to be effective. The therapy was turned on and the situation was not resolved. The patient had stimulation on program 3 at 1.3 and she indicated the stimulation felt very strongly on the left side. The stimulation was making her toes curl. It was noted the patient had not changed programs and had not increased stimulation. The patient decreased stimulation to 0.0. There was a fall that could be related to the issue three days prior ((B)(6) 2016) to the call. The patient had a sudden change in therapy the same day following the fall. Symptom control of 50% and greater was not occurring. It was indicated there was no symptom control. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va11pmq , implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
Additional information received from the patient reported that she went in to see the doctor on (B)(6) 2016. The patient had a surgery scheduled for (B)(6) 2016 to redo the leads because they were not working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.